Manufacturer narrative:
Although requested, the device was not returned for evaluation. A review of the lot device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the information provided, a root cause of this event could not be determined. Bausch + lomb will continue to monitor for similar occurrences.

Event description:
It was reported that approximately one month after implantation of an intraocular (iol) lens in the left eye (os), the surgeon noted superior decentration of the iol and capsular phimosis during slit lamp examination. The patient's best corrected visual acuity (bcva) decreased from 20/20 to 20/25. Approximately six weeks after onset of the issue, the iol was exchanged for the same model with a different diopter. One week following the exchange procedure, a yag laser capsulotomy was performed. The patient subsequently recovered. According to the surgeon, the most likely cause of the event was a chronic inflammatory stimulus from the lens, noting findings of 1+ cells on postoperative day 1 and at the time of yag treatment. The following medications were prescribed for use at home post-operatively: prolensa qd x 4 weeks. Pred 1% qid x 4 weeks-taper.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. Product evaluation found the lens in one piece with both haptics attached. Based on the information provided, a root cause of this event could not be determined.